Manufacturer narrative:
.

Event description:
The manufacturer's representative reported that the patient was not receiving good therapy. The patient also reported that the catheter "broke." The catheter was revised. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.